Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death and right heart failure, neurological dysfunction, are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to the event. The death can be attributed to the progression of the patients disease process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient on (B)(6) 2017 was admitted with acute on chronic heart failure exacerbation, cardiogenic shock, and worsening right ventricular (rv) dysfunction.  Patient continued to decline clinically throughout his hospitalization, with multi organ failure and severe coagulopathy. Patient developed small airway bleeding which caused blood clots to form in bronchi and endotracheal tube (ett). On (B)(6)- patient taken to catheterization lab for placement of temporary right ventricular assist device (rvad), continuous renal replacement therapies (crrt) started, (B)(6) patient taken to operating room for placement of oxygenator on rvad circuit (converted to extracorporeal membrane oxygenation (ECMO), drainage of pericardial effusion and placement of chest tube. Family made decision to withdrawal support. Propanol and fentanyl drips were titrated up to patient comport and continuous renal replacement therapies (crrt) was disconnected. Family was at bedside when patient expired peacefully. Time of death was 1955 on (B)(6) 2017. Patient's family declined autopsy, therefore pump will not be returned and peripheral equipment will be used for educational purposes by the site. No additional information available. Labs/test: on (B)(6) 2017: blood pressure 92/60. Pulse 105. Respiration 26, o2-97 percent (%) on 2 liters. B-type natriuretic peptide: 1604. White blood count: 19.02, red blood cell: 3.24, hemoglobin 10, hematocrit: 30.7, platelet: 540, sodium: 134, potassium: 4.3, chloride: 102, carbon dioxide: 20, bun: 229, creatinine: 1.95, glucose: 164, calcium: 9.6, protein: 7.9, albumin: 4.1, bilirubin total: 1.3. Alkaline phosphatase: 132, ast: 14, alt: 11, anion gap: 12. Prothrombin time: 33.6t, international normalized ratio (inr): 3.3, troponin: .26, lactate dehydrogenase: 320. Influenza a rapid: negative, influenza b rapid: negative. Blood cultures: negative. On (B)(6) 2017: x-ray chest view: no right effusion, no pneumothorax, vascular unchanged. On (B)(6) 2017 CT head without intravenous contrast: small amount of subarachnoid hemorrhage along the right precentral sulcus. Follow up subarachnoid hemorrhage comparison CT. On (B)(6) 2017: unchanged small subarachnoid hemorrhage in the right frontal lobe. Redistribution of subarachnoid hemorrhage with a small amount of interhemispheric subarachnoid hemorrhage, not significantly increased from prior study. On (B)(6) 2017: operative report from catheterization lab:  preoperative diagnosis: right ventricular failure, chronic systolic heart failure, cardiogenic shock. Indication: to restore right ventricular function and adequate hemodynamics. Procedure: emergent insertion of protek duo peripheral right ventricle assist device. (Right ventricular assist device), continuous renal replacement therapies (crrt). On (B)(6) 2017 operating room: for pericardial effusion evacuation v-a extracorporeal membrane oxygenation (ECMO), repair of pulmonary laceration. Right pneumothorax identified on chest x-ray post operatively. Mexiletine. Melatonin, toprol-xl, tylenol, persantine, roxicodone, k-dur, pericolace, zyoprim, bumex, mexitil, vitamin c, vitamin b, ferrous sulfate, foliate, mag-ox, prilosec, flomax.